Event description:
Pt receiving milrinone with infusion pump supplied through clinic. Rn programmed infusion pump with new bag at tubing. Had rn 2 check for accuracy. Infusion initiated at 1000. At 1500, pt called rn to room as infusion had completed. Infusion was programmed to infuse over 24 degree. Pt complains of headache. Rn contacted infusion clinic for recommendation. Recommended to hold med for 48 hours. Pcp contacted order to hold. Received. Pt monitored closely for hypotension. Significant change in bp. Maintained ventricular paced rhythm. Denies vertigo. Ha eased without intervention overdelivery of medication.